Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was discharged twenty days after hospital admission. The same day the patient was recovered from this bacterial peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis while performing continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was not further identified. The event was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.